Event description:
(B)(6)., home health nurse for patient, reports the curlin pump, serial number (B)(6), is malfunctioning. Reports they hydration is running, the medication pulled in bag. Stated she was getting a system time out message on pump and could not continue infusion via pump. Batteries were changed and pump would still not work. Therapy was continued via gravity. The pharmacy replaced the device and the malfunctioning pump is available for return. Pt did not miss any dose, nor have an interruption in therapy and there was no adverse event due to malfunctioning pump. The pump is used for gamunex. Unknown if md is aware. No further information, details, or dates provided.